Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and the haptic tore during implantation. When the lens was removed, the incision was enlarged. There were no other patient injuries indicated. The contact stated the cause of the lens damage was unknown. It was stated the aq cartridge fp and the msi-tm injector were used, but the lot numbers were unknown.